Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.1mm vticm5_12.1 implantable collamer lens, -12.00/+1.50/101 (sphere/cylinder/axis), and the lens was torn. There was no patient contact. Another same model/length lens was implanted during the same surgery and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens stuck in liquid in cartridge inside a syringe. Visual inspection found the lens returned in cartridge. Claim# (B)(4).